Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 1000 mcg/ml at 259.8 mcg/day via an implanted pump for intractable spasticity. It was reported a motor stall was seen at initial interrogation and the patient recently had an MRI. The logs were read and a motor stall recovery occurred; however it had not been less than two hours since the patient existed the MRI field. Telemetry state was reviewed and discussed re-interrogating the pump with logs. The interrogations resulted in a recovery. Patient symptoms were not reported. It was further reported at the pump refill on the date of this report the reporter confirmed a motor stall and tube set had occurred. The patient had an MRI two months ago and did not know about it so the pump was never interrogated post MRI until today. Per the event logs: (B)(6) 2019 a motor stall occurred and tube set on (B)(6) 2019. The hcp updated the pump post refill on the date of this report and he then confirmed the motor stall recovery occurred on (B)(6) 2019. It was also reported at the pump refill today the expected residual volume was 9cc and the actual residual volume was 8cc. The pump was last refilled in (B)(6) 2019. The hcp would confer with the patient. No further complications were reported or anticipated.